Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Blood glucose (bg) level was high (over 600 mg/dl) and insulin injections were administered to address the bg level. The contact reported that the customer required assistance from family members during the high bg events. As the occlusions alarms occurred in the past, a cause could not be determined.